Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. Investigation found damage to the radio frequency trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection due to burnt trace observed on the surface membrane and the observance of dielectric breakdown on the tip. No functional testing can be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that while performing a thermage treatment, a popping sound was heard at rep 682. The practitioner checked the tip after the popping sound and saw a ¿spark mark.¿ the highest energy level used was 4.0 and 3.5 while treating the forehead. There were system errors during the treatment. The tip was inspected before treatment and every 20-40 reps after. The practitioner changed the tip and proceeded with the treatment, with no additional issues. The patient did experience a blister on the left eyebrow. The reviewed photographs showed no blister or hyperpigmented lesions, there was no serious injury.